Manufacturer narrative:
A2: age at time of event: 18 years or older. D2b: pro code (product code): dqy. Corrections: d4: lot number, expiration date, and h4: device manufacture date device evaluated by MFR.: athletis 6.0mm x 40mm x 75cm, was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 20mm proximal of the tip. As per athletis specification the rated burst pressure for this device is 40 atmospheres. There was no damage observed to the tip of the device. A visual and tactile examination found the shaft of the device to be kinked at approximately 280mm proximal of the proximal balloon sleeve. This type of damage is consistent with excessive force being applied to the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and non-calcified vessel forearm. A 6.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilatation. However, during inflation at 40 atmospheres, the balloon ruptured. The device was removed without any problem. The procedure was completed with the original device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and non-calcified vessel forearm. A 6.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilatation. However, during inflation at 40 atmospheres, the balloon ruptured. The device was removed without any problem. The procedure was completed with the original device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or older. D2b: pro code (product code): dqy.